Manufacturer narrative:
Device remains implanted. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
It was reported that surgeon used the 9 guidewire 70 that comes in the fixoss tray. He predrilled w/the short drill countersink. He completed, buried the countersink and then started to implant the 2.5 x 28 mm fixoss screw. The screw was advancing fine, but started to slow when the proximal head of the screw reached the pt bone. The screwdriver handle stripped the screw and would not allow the surgeon to advance the screw or remove it. We had to put a 2.0 ss cortical screw into fixate the osteotomy. The outcome was fine on x-ray, but 2 different metals were left in same bone.